Event description:
It was reported that the system is being returned for the ex up grade. No patient consequences reported.

Manufacturer narrative:
Date sent: 07/26/2007. Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.